Event description:
Pt came through emergency department with stemi due to occluded lad. Taken to cath lab. Forte wire was transversed across lesion. Multiple balloon inflation were performed with limited results. A bare metal liberte stent was advanced and inflated. After inflation angio revealed a fistula from the lad to the left ventricle. Arrangements were made to transfer pt to facility with cardiothoracic surgery program. Pt expired a few hours after transfer. Autopsy is pending.